Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. However, pump received with missing segments due to cracked and bleeding lcd glass. We were unable to perform the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to due to missing segments. The insulin pump also received with cracked case at the display window corner and missing the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump and broke the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the screen window was coming off and that the lcd was bleeding in the bottom right corner. The display was blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.